Event description:
A report was received that a patient was unable to charge the ipg after being implanted. The physician assessed that the pocket was too deep. The patient underwent a pocket revision. The patient is reportedly doing well.